Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for balloon rupture. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion located in the distal left anterior descending coronary artery that had moderate tortuosity, heavy calcification and was 90% stenosed. After the lesion was checked with optical frequency domain imaging (ofdi), the 2.5 x 12 mm nc trek balloon was advanced for pre-dilatation and was inflated at 12 atmospheres for 30 seconds. On the second inflation at 18 atmospheres the balloon ruptured. The device was exchanged for a non abbott balloon catheter and the procedure was successfully completed with a xience alpine stent. There was no clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.